Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
While performing peritoneal dialysis (pd) therapy, the extension set leaked and as a result, the patient experienced peritonitis. It was reported that the effluent leaked onto the floor (not further specified). Two days later the patient experienced a stomach ache. On an unreported date the patient began treatment for the event with cephalexin, 250 mg, for two days, four pills (frequency was not reported). The outcome of the peritonitis was not reported. No further detail was provided regarding whether the patient was hospitalized for the event or if pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.